Event description:
Affected side is left.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo device analysis: visual analysis of the identified photos to have red/black particles material was found on the shell/gel, red encapsulation and one extended opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture. The device has been explanted. The side is unknown.